Event description:
It was reported that during a bowel resection procedure, some of the staples failed to deploy. Some of the deployed staples did not form properly. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4): nonconforming cartridge weld and nonconforming staple stack. The analysis results confirmed that the device was received with insufficient cartridge weld and the staple stack non-conforming. No functional test could be performed with the device. The cartridge weld is directly related to the cartridge gap. The cartridge gap is crucial for staple formation. When the cartridge weld is not sufficient, the gap will be larger than optimal and staples will not hit the anvil correctly and in some cases bypasses the anvil resulting in unformed staples. When the staple stack is found to be nonconforming, staples will become jammed in the cartridge, not allowing the staples to properly advance and possibly preventing the device from firing. No functional testing could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and no additional anomalies were found. The appropriate engineering personnel have been notified of this incident. A batch record review was performed and no anomalies were found during the manufacturing process.